Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that low flow alarms and an inability to increase ventricular assistance device speed past 4600 rotations per minute were observed. Bleeding rate, right ventricular function and possibility of adding inotropes in order to increase ventricular assistance device speed were discussed. Baseline flows were at 4600 rotations per minute were 2.1-2.3 liters per minute. Once bleeding slowed, ventricular assistance device speed increased and patient was hemodynamically stable. The patient received fresh frozen plasma and packed red blood cells to restore volume. The patient had suspected right ventricular failure.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6) , and reported events could not conclusively be determined. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6) . The hm3 lvas IFU lists right heart failure and bleeding as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. It also states ¿right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump.¿ the IFU explains that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm and notes that changes in patient conditions can result in low flow. This IFU, as well as the patient handbook, describes all system alarms and the recommended actions associated with them. No further information was provided. The manufacturer is closing the file on this event.